Event description:
Reporter states that she used renu and awakened the next morning with right eye pain that sent her to the emgergency room @ 3p the same afternoon. The ER physician referred her to an ophthalmologist on call. She was diagnosed with an infection and advised 24 hr follow-up with drops prescribed. In less than 24 hrs, reporter awakened with excurciating eye pain + total loss of vision in her right eye. She returned back to the ophthalmologist who said that the symptoms were "totally" out of her league and she was referred to a corneal specialist. Once referred to the corneal specialist, she has been using eye drops daily. Initially she was being treated for a bacterial infection, but culture result later proved positive for fungus. Reporter has been on medical leave from work because of this. No longer wears contact, has continuous pain, that requires pain killer every 2 hrs, and has been been told that it may be months before she's had complete resolution. She says that her sight is very, very cloudy and symptomatically there's been little to no improvement to date. She has been advised that she may become a corneal transplant candidate.